Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attachment for the handle on the mbt keel punch is deformed and will not fit onto the handle.

Manufacturer narrative:
Examination of the submitted hp mbt cem keel punch sz 2-3 confirms wear on both tabs. The root cause is attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.